Event description:
Pleurx catheter was placed, and immediately after placing the catheter, the customer reports the valve was faulty.

Manufacturer narrative:
A sample was provided for evaluation. Functional leak testing on the valve assembly was conducted and no valve leak was detected. Furthermore, the valve assembly was opened and the correct inner componentry (i.e duckbill valve) was present. The inspection identified the one way valve had been pushed approximately 1 cm down into the valve assembly. The certificates of conformance from the supplier of the respective valve assembly were reviewed and indicated that the valve assembly lot was 100% air leak tested. A review of applicable mfg procedures did not identify any mfg areas that may have contributed to the reported failure. The valve assembly is supplied by an outside vendor. Based on the investigation results, the assignable root cause was identified as the one way valve becoming dislodged in the valve assembly. Our valve assembly vendor will be notified of this reported incident and requested to provide a root cause analysis and applicable corrective action plan for this reported defect. A review of complaint data did not identify any trend with this or similar failure modes. All applicable mfg and quality personnel will be notified of this failure in an effort to heighten awareness and to minimize impact from the mfg process.